Event description:
Paramedics attempted to use the device to administer a shock to a person diagnosed in cardiac arrest. The device allegedly displayed a connect defib cable warning message and use of the defibrillator was inhibited. The pt's outcome was not reported.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported malfunction was determined to be a broken connector pin in the device therapy cable. The device therapy cable and therapy connector were replaced and proper operation was confirmed.